Manufacturer narrative:
Evaluation summary: fourteen (14) unopened pouches of lot number 32560021 were returned for evaluation (transported in an opened carton lot number: 32552376. Samples were evaluated. There were no damaged or broken cartridges observed. A photo of the side of the monarch carton was provided. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified lens model and non-qualified viscoelastic. The lens model indicated is only approved for use in the company b and c cartridges with only approved viscoelastic. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the reported damage could not be verified because the used company (d) cartridge was not returned. The root cause for the reported damage is most likely related a failure to follow the dfu. The account used a lens/monarch combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. In addition, the viscoelastic indicated is not qualified for the associated lens model with qualified company combinations. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. A photo is attached of the side of the company d carton. Information in the file attachment indicated what appears to be a customer misunderstanding involving an assumption that there is no company a lens model, and that the company b lens model listed as an approved lens model must refer to the company c (which was used in the cartridge); however, the company b lens model is a valid lens model with different dimensions than the company c lens model. The company b has been qualified for use in the company c cartridge. The lens model indicated as used by the customer is an company b lens model and is not qualified for use in the company d cartridge. The company b lens model is only approved for use in the company b and c cartridges with only approved viscoelastic. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a cartridge broke during the intraocular lens implanting process. Additional information has been requested.